Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted if add'l info becomes available. (B)(4).

Event description:
The customer reported that about 36 hrs after the pumping started, the iabp suddenly generated an alarm of "fiber-optic sensor failure" and it was no longer able to obtain the waveform of balloon inside pressure. The iabp was replaced and the operation was completed. No pt injury was reported.